Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated the right motor is locking up, causing the chair to pull to the right. The caller stated no injury to the patient.